Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical product: double drill guide 2.7/2.0mm, catalog#:939999435, lot unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-04652.

Event description:
It was reported that during a demonstration workshop, the drill guide and drill bit got wedged. There is no adverse events reported as there was no surgery/patient involved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned device confirms significant cosmetic damage, however the device was measured and found to conform to specifications. Guide was not returned for evaluation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.